Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for diabetic ketoacidosis on (B)(6) 2015. Customer's blood glucose was over 600 mg/dl at the time of the incident. Customer stated that the pump was not letting her get out of the prime/rewind screen and that the motor piston does not stop when it meets the reservoir. Customer reported that the insulin would continue to squirt out afterwards and even when she lets go of the act button, the insulin would drip out of the tubing. Customer's current blood glucose was 64 mg/dl. Customer had nausea and was vomiting as a result of the high blood glucose. Customer stated that she was not feeling right the night before the hospitalization. Customer already removed the pump before the hospitalization. Customer took long acting insulin and had been off the pump for about a day or two. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.